Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose the day before. Blood glucose value at the time of the incident was 586 mg/dl, treated with manual injection. Blood glucose at the time of the call was 376 mg/dl. During troubleshooting, no issues with the site, set or insulin were found. The customer also reported that she gets low battery and a couple of hours later the insulin pump just shuts off. The alarm history showed two no delivery alarms and multiple low battery alarms. The no delivery alarm was resolved by changing the infusion set and reservoir. The customer stated the doctor recommended to get the insulin pump replaced. The reservoir will not be returned for analysis.